Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, a patient experienced a capsular tear resulting in a vitrectomy procedure. A description from the surgery center indicated the surgery technician explained that on (B)(6) 2019, they were going into a difficult case as they were aware that the patient's anatomy would be challenging due to weak zonules. They were prepared for complications. The procedure was completed. The surgical technician stated the capsular tear was not related to the phaco machine and contributed the event to weak zonules.